Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor blood/fluid obstruction; damaged at implant. Full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the wire could not be put into inner core. Another lead was used. No patient complications have been reported as a result of this event.